Event description:
A pt ((B)(6)) was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2011, the pt was injected with 2.0 ml coaptite, lot 1023146 and lot 1024844. On (B)(6) 2011, the pt was injected with 2.0 ml coaptite, lot 1024844 and lot 1023146. On (B)(6) 2011, the pt developed urinary tract infection diagnosed by urinalysis. The pt was treated with ciprofloxacin starting on (B)(6) 2011; dose, frequency and duration were not reported. The adverse event resolved on (B)(6) 2011. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2012, the pt developed fungal infection in groin reported by pt. The pt was treated with fluconazole 100 mg and nystatin cream starting on (B)(6) 2012; frequency and duration were not reported. Recovery date was not reported. Per physician, the event was of moderate severity and definitely not related to coaptite. On (B)(6) 2012, the pt developed (B)(6) as reported by pt. The pt was treated with acyclovir 800 mg starting on (B)(6) 2012; frequency and duration were not reported. The adverse event resolved on (B)(6) 2012. Per physician, the event was of moderate severity and definitely not related to coaptite.

Manufacturer narrative:
Add'l lot used: 1024844 (exp date 03/2014, manufactured 03/2011). The device history records for two lots were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.